Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review: a DHR file could not be reviewed as it has not yet been scanned into tungsten as of 18 nov 2018 but jde confirmed that the lot was released for sale 05 aug 2019. If a DHR file becomes available in the future, the review (of the DHR) will be revisited. A search in mdd non-conformance module confirmed that no non-conformances occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, two (2) low profile neuro cruciform screwdriver blades were damaged. It is unknown if there were a procedure and patient involvement. This complaint involves two (2) devices. This is 1 of 2 for report (B)(4).